Event description:
The customer reported that the electrosurgical pencil was in the process of being plugged into the diathermy unit at the same time the surgeon activated coag on the pencil. The nurse reported she received an electric shock and burn to her hand and dropped the pencil. On inspection of the insulation, a bare wire was observed. The day after, a covidien representative went to the site and observed the nurse while at work. There was no visual evidence of a burn remaining.

Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.